Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had triggered elective replacement indicator (eri). The right atrial (ra) lead exhibited noise. Both the ipg and ra lead remains in use. No patient complications have been reported as a result of this event.